Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the ventricular sensing was fluctuating. The pacing impedance had also increased. Fluoroscopy was used to confirm that the lead was in the apex of the right ventricle. The device was reprogrammed and the patient was stable.